Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis locked-up on a guide wire. No other devices were received. The wire was protruding from the epic device 5cm from the tip and 97cm from the handle. There was dried and partially dried blood on the exposed surfaces of the epic device and the guide wire. The wire could not be withdrawn from the catheter with gentle force; therefore, both devices were placed in a circulating bath of 37 degrees celsius water for several hours in an attempt to loosen the residual blood and contrast. The devices still could not be separated after the soak. The maximum outer diameter of the exposed length of the guide wire was measured to be 0.03452", confirming that the devices were compatible. Magnified inspection of both devices revealed no evidence of any material or manufacturing deficiencies contributing to the confirmed catheter-guidewire lock-up. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, catheter entrapment with a guide wire occurred. Vascular access was obtained via the femoral artery using another manufacturers' 6f introducer sheath. The stenosed target lesion was located in the non-tortuous right superficial femoral artery (sfa). Another manufacturers' .035" guide wire was advanced and this 6x80x120 epic vascular stent was selected for treatment. The stent delivery system (sds) was advanced to the lesion without resistance and the stent was deployed successfully in the lesion. While withdrawing the sds from the patient, the sds catheter became stuck on the guide wire. The physician removed the epic sds and the guide wire together, leaving the introducer sheath in place. The procedure was considered completed with this device. No patient complications were reported and the patient's status was stable following the procedure. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, catheter entrapment with a guide wire occurred. Vascular access was obtained via the femoral artery using another manufacturers' 6f introducer sheath. The stenosed target lesion was located in the non-tortuous right superficial femoral artery (sfa). Another manufacturers' .035" guide wire was advanced and this 6x80x120 epic vascular stent was selected for treatment. The stent delivery system (sds) was advanced to the lesion without resistance and the stent was deployed successfully in the lesion. While withdrawing the sds from the patient, the sds catheter became stuck on the guide wire. The physician removed the epic sds and the guide wire together, leaving the introducer sheath in place. The procedure was considered completed with this device. No patient complications were reported and the patient's status was stable following the procedure. This product is only ous approved but it is similar to an approved us device.